Manufacturer narrative:
(B)(4). Additional information: customer reported potential lot numbers: sr15b01056, sr11j11012, sr13a30067 and sr14c31011. The lots were manufactured on february 1, 2015; october 11, 2011; january 30, 2013; and march 31, 2014 respectively. A batch review was conducted for all reported lot numbers and there were no deviations found related to this reported condition during the manufacture of the lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an interlink that was unscrewing from the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.